Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped adhesive at the light guide cover lens and defective thread at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: chipped adhesive at the light guide cover lens and defective thread at the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.